Event description:
A patient developed redness at the surgical incision site nine days following surgery. A swab of the skin site cultured staphylococcus so. Antibiotics were prescribed to the patient .